Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, bending angle insufficient due to elongation of the angle wire, play of the angle knob out of the normal state due to elongation of the angle wire, scratches on insertion tube, tip cover cracked, peeling (floating) of the curved rubber adhesive part is recognized. (Glue is chipped and fragments fall into the body there is a fear), curved rubber bond cracked, objective lens cracked, acoustic lens damaged, scratches on scope connector side of the universal cord, and peeling of the paint on the air/water supply cylinder. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, on the evis lucera ultrasound gastrovideoscope for leaking air/water from the scope connector. Upon inspection and testing of the customer returned device, light guide lens adhesive was found peeling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 10 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that the reported phenomenon occurred due to an external force such as an impact had been applied. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): handling and general precautions: warning: wear endoscope tip, soft part, curved part, manipulation part, universal code, and scope connectors without hitting or dropping. Also, do not bend, pull or twist with strong force. The device may be broken, causing injury to the body cavity, resulting in burns, bleeding, perforation, or dislodgement of parts. Do not forcibly hang the angle, operate the angle suddenly, pull or twist while the angle is engaged. The body cavity may be damaged, bleeding or perforation may occur. Angles may not return during the inspection. Olympus will continue to monitor the field performance of this device.